Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to unknown reasons at this time. No additional adverse patient effects were reported. Further information regarding product return status has been requested.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding event cause and initial reporter details. At this time, no further information is available. Should additional information become available this report will be updated.